Manufacturer narrative:
(B)(4). Investigation of the customers n560 did not confirm the report of missing segments or a battery error. The device performed as intended.

Event description:
The customer reported a loose battery error and the display was missing segments. There was no patient harm reported.